Event description:
A report was received that one of the patient's two ipg's was giving a false beep shortly after putting the charger over the implant. The patient would receive the "charge now" message on the remote control and immediately get a double beep as soon as the charger was replaced over the ipg. The patient underwent an ipg revision procedure and the ipg was replaced. The patient was reportedly doing well after the procedure.